Event description:
Pt presented with bilateral dlk post-operatively; required secondary surgical intervention to lift and rinse the flap. No change in post-operative bcva compared to baseline (20/20).